Event description:
Cs29 anvil was fixed by purse-string suture at the oral side of sigmoid colon and cs29 was inserted transanally and purse-string suture was also formed around trocar. Dr. Removed sigmoid colon outside the body and large fat around end of anastomosis area was trimmed. Cs29 was fired at approximately 1.7mm range after additionally closing twice from the 2.3mm range. After "fire" displayed, "firing sequence incomplete" appeared on the display with chime. Motor sound was heard for one second and was never recognized again. Donuts were cut and removed on both oral and anal sides. About half circle ring was cut. Staples for half circle were not properly formed into b-shape though all staplers were fired. Due to incomplete firing. Dr. Applied abdominal section opening from small incision to navel port. Anastomosis part was cut out and dr. Re-made anastomosis with eea inserting transanally.